Event description:
The hosp reported a pt experienced difficulty breathing one hour after a heat and moisture exchange filter (hmef) was replaced. The pt was under mechanical ventilation in bi-level positive airway pressure (bipap) mode and began to have difficulties breathing. Auscultation showed no lung pathology to cause the difficulty breathing so the healthcare professional thought the difficulty was due to anxiety and subsequently returned the pt to bed and administered 25 mg of tranxillium. Fifteen minutes later, the pt became sweaty and cyanotic. The respirator could not deliver bipap ventilation volume and switched to intermittent positive pressure ventilation (ippv) mode. The pt was induced to sleep. The healthcare professional thought, the difficulty breathing was due to an obstruction of the tracheostomy tube due to secretions because the pt could not be ventilated using a manual resuscitator. Treatment for bronchospasm was begun because the pt's chest did not lift and no breath sounds were heard.

Manufacturer narrative:
..